Event description:
The customer reported that the sys would not x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray regulator and the x-ray tube were replaced. The camera and beam were aligned during the svc call. The sys was tested and found to be working as intended and put back into svc.